Event description:
The caller stated that there is a leak in the pilot balloon of the tracheostomy tube and the cuff will not stay inflated. The tube was in use for 3 days. The pt required recannulation with another 8fen. The leak was found by submerging the trach in water. The caller stated the cuffs are pre-tested and inflated using minimal leak technique.

Manufacturer narrative:
The tube was not returned for investigation. The history record for the lot number provided will be reviewed.